Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that during a rfa procedure on (B)(6) 2025, the healthcare professional received an error message instead an impedance value when attempting perform a burn on a patient. As such, the procedure was cancelled.

Manufacturer narrative:
An rfa generator issue was reported to abbott. It was determined that during a rfa procedure, high/ low impedances were observed. The procedure was cancelled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.